Event description:
It was reported via facility medwatch (medwatch form# mw5151181) that the patient underwent a lead explant procedure. However, during the removal of the lead, some of the metal pieces from the paddle did not come out and remained in the patients body.